Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation. The user did not report that the symptoms led to removal of the sensor. Per review of the data management system, the user was not actively using the eversense system.

Event description:
On april 13, 2026, senseonics was made aware of an incident in which the user reported symptoms at the sensor insertion site, including pain, bruising, and bluish discoloration that developed approximately two days after insertion. The user confirmed that their healthcare provider was aware of the event and prescribed antibiotic therapy for management of the symptoms.